Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 32056 and replaced universal surgical manipulator (usm) 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 32056 and 48100 errors were confirmed and replicated. In artemis, the 32056 and 48100 errors were found indicating axes controller, arm (aca) failed to initialize i2c device and recoverable i2c bus error was reported on the usm yaw and pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the 32056 error was triggered indicating fault on the yaw and pitch axis, replicating the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where sensor check and sine cycle test were found to be failing on the yaw and pitch axis. Once testing was completed, the yaw and pitch searchlight were aba tested and were verified to be the source of the fault. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer had errors on universal surgical manipulator (usm) 4. Customer tried a couple power cycles and an emergency power off (epo) with no change. There were no reports of patient involvement.